Event description:
The reporter statd that she received an er1 message about one week ago, but has no specifics as to why she is getting these messages. She stated that she cannot understand why she is getting the er1's now because she had no problems with her original surestep meter.